Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd ultra-fine¿ mini pen needle 5mm x 31g, the needle was difficult to remove. The following information was provided by the initial reporter: consumer reported, she's having difficulties removing pen needle from insulin pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-mar-2022. H.6. Investigation: customer returned (1) open 5mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that they could not remove the pen needle from the insulin pen after injection. The returned pen needle was tested and was able to securely attach and easily detach from a pen. No defects were observed on the sample. Also, no defects that would indicate a potential needle stick were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that while using a bd ultra-fine¿ mini pen needle 5mm x 31g, the needle was difficult to remove. The following information was provided by the initial reporter: consumer reported, she's having difficulties removing pen needle from insulin pen.